Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were episodes of noise on the right atrial (ra) lead. The physician suspected lead damage as the cause of the noise episodes, however, the lead damage was not able to be confirmed. A revision procedure is anticipated to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating that the right atrial (ra) lead was explanted and replaced. The patient was stable with no adverse consequences.